Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead helix was bent at the tip. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.